Manufacturer narrative:
Report source: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient outcome was not reported. Eighteen days after event onset, pd therapy was discontinued and the pd catheter was removed. No additional information is available.